Event description:
Had a hysterectomy with a bladder sling, ams monarc mesh, performed. Have had problems since, but mesh not visible until last year. Mesh is now through vagina in several locations and having problems with infection and pain. Surgeon has advised that the mesh must come out and I'm at risk in having this removed. Risk not having it removed is even higher. This is not right. This mesh is slicing through someone's body and now I'm told that there is a statute of limitations. This is just wrong to even be using this material. It's made of polypropylene and many women have yet to come forward. This material needs to come off the market. Doctors are not informing women of the risks, nor are the manufacturers. I looked on ams' website and they still state that there is low risk to having their mesh used for urinary problems. I had my weak bladder back within 6 months of surgery and pain with intercourse since surgery recovery. I am looking at having surgery to remove this mesh in the next 8 weeks. Tried therapy (B)(6) 2008 to help with the failed urinary incontinence. Saw surgeon again (B)(6) 2008 because it didn't seem right. He told me to lose weight and go see other doctors if I had problems. This was after having to pay the hospital (B)(6) deductible just to have the surgery. This is very wrong in how this was handled.